Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. No further communication was possible with the user to gather further details as user stopped responding. As a result, no investigation was possible, and no conclusion was obtained.

Event description:
Senseonics was made aware of an incident where the patient visited doctor for sensor replacement. The doctor thought he could palpate the sensor and made an incision, but the sensor could not be found. An x-ray was taken on the user's arm but the sensor still could not be found.